Manufacturer narrative:
Hamilton medical ag comes to the conclusion of complaint that: reportedly no patient harm, no intervention was necessary. Investigation was initiated. Root cause:. Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: a customer had a problem with this unit: alerted on tf : 231012, 431008. It passed all the tests.

Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag almost 3 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was not under ventilation. As per the operator, the root cause was determined to be ethernet error. The te246012 indicated that the ventilator checked for an ethernet connection at post (power on self-test) and does not find it due to lose of connection. In consequence the unit did not alarmed after restarting. The device worked properly. The issue was solved. There was no patient or user harm.

Event description:
The following was reported to hamilton medical ag: a customer had a problem with this unit: alerted on tf : 231012, 431008. It passed all the tests.